Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the medium-large clip applier instrument did not clip. It was unable to be placed on the tissue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier did not occur while loading the clip onto clip applier prior to being inserted into patient or prior to clip application with it in the patient. The incident with the clip applier occurred while the surgeon attempted to place the clip on tissue/vessel, but the clip would not clamp down. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement, unexpected motion of clip applier while attempting to clip, or the clip opening after closure of the clip. The issue was related to unsuccessful clip application. The issue resolved after opening a new clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. ..